Event description:
Boston scientific received information that this left ventricular (lv) lead was noted to have advanced forward in the patient's vessel post implant, resulting in phrenic nerve stimulation. The lead was not able to be successfully reprogrammed with electronic repositioning. A lead revision was therefore performed, during which the lead was repositioned; however, subsequently dislodged during the procedure. The lead was then explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.